Event description:
It was reported that after the application of the dressing, the patient has shown a pruritic erythema at the needle puncture site of the ppv. The erythema expanded to the abdomen and back.

Manufacturer narrative:
Our investigation into this complaint has now concluded. As of today, no additional information requested or sample for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. An investigation into the manufacturing paperwork associated with this product code and lot has not been possible due to no lot number being provided. Due to the nature of the reported issue this has been passed to one of our medical specialists who has made the following comments. ¿this is a complaint from france reporting an adverse reaction to the opsite post op product. It was reported that, ¿after the application of the dressing, the patient has shown a pruritic erythema at the needle puncture site of the ppv¿. The dressing was changed to a simple dressing and the patient was given an antihistamine and a steroid as treatment.¿ several attempts have been made to obtain specific clinical/medical documentation and pictures of the reaction to no avail. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. In conclusion, based on the available information, the root cause of the adverse reaction cannot be concluded. However, an individual sensitivity could have caused the reaction. No current information on the patient¿s status has been rendered at this time. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.